Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had physical damage. Blood glucose was unknown. Customer stated that the display screen was severely scratched. No further details was given. Troubleshooting was not completed. Device is not expected to be returned for analysis.